Event description:
It was reported that a patient presented with the atrial lead dislodged. On 16 feb 2023, the physician elected to reposition the atrial lead. The patient condition was discharged following the procedure.

Event description:
Additional information received notes that there was no sensing, no capture, and undersensing on the atrial lead.